Manufacturer narrative:
A philips remote service engineer (rse) spoke to the customer and confirmed that "the speaker was defective and emits no sound ". The rse determined that the ms_x2 assy cbl x2/mp2 speaker assembly needed to be replaced. A nemo (non engineering material only) service was agreed upon. The cause of the reported problem was a faulty speaker. The reported problem was confirmed. The customer was provided a replacement speaker to resolve the issue. E1 reporting institution phone#: (B)(6). E1 reporter phone#: (B)(6).

Event description:
It was reported that there is a loudspeaker error and there is no sound coming from the speaker. It is unknown if the device was in use at the time of the event. There was no adverse event reported.